Event description:
It was reported that a vns patient had presented a left retractile capsulitis. The event started on (B)(6) 2014 and ended on (B)(6) 2015. The event was solved by physiotherapy: capsular distention. The patient has no sequelae. The physician thought at first that this event was related to medication but he is now thinking it might be related to the vns. It was reported that during the painful stage, the patient's health was seriously deteriorated. During that period, the patient was taking phenobarbital, which is involved in that event. The event occurred 3 years later after vns implantation. No additional relevant information was received to date.